Event description:
It was reported that a guide wire tip detachment occurred. The 185cm kinetix ptca guide wire was advanced to the target lesion. However, the tip of the guide wire was detached and remained in the patient. An attempt to remove the detached portion was performed through snaring however it was unsuccessful and was left inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).